Manufacturer narrative:
Concomitant medical product: ddmb1d1, ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise and high pacing impedance. The lead had high thresholds. The lead was suspect of insulation damage. The lead was reprogrammed. The lead was capped and a new lead was implanted. It was further reported that the implantable cardioverter defibrillator (ICD) was suspected of a grommet/setscrew problem after triggering an lia. The device was suspected of a sensing/detection problem. The device was reprogrammed. The device measured high thresholds so the physician decided to remove the device. A new device was implanted. No patient complications have been reported as a result of this event.